Event description:
It was reported that prior to use with bd luer-lok¿ syringe "fuzz" foreign matter was discovered in the syringe. The following information was provided by the initial reporter, translated from german to english: according to user fuzz in the syringe.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd luer-lok¿ syringe "fuzz" foreign matter was discovered in the syringe. The following information was provided by the initial reporter, translated from german to english: according to user fuzz in the syringe.

Manufacturer narrative:
H6: investigation summary: one photo was provided to our quality team for investigation. The image shows an unknown yellow needle attached to the syringe which has an unknown clear fluid filled to the 0.1 ml major graduation line. In the fluid an unknown brownish particle was observed; the size of the particulate could not be determined from the photo provided. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.